Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with history of extensive iliofemoral deep vein thrombosis had a retrievable filter deployed in a well centered infrarenal location. Approximately four months post filter deployment, during a filter retrieval procedure, inferior venacavogram demonstrated a tilted filter with the hook embedded in the wall of the vessel. The supporting legs were penetrating the wall and one leg was seen separated from the filter. The filter was snared and was easily removed. Multiple attempts were made to snare the detached limb but were unsuccessful. Approximately four years nine months post filter deployment, CT scan of the abdomen and pelvis demonstrated a detached limb in the posterior wall of the ivc. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for tilted filter, detached filter limb, and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - perforation or other acute or chronic damage of the ivc wall - filter tilt - filter malposition note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded, limbs penetrated the wall of the ivc, and a filter limb detached and is unable to be retrieved. The filter was removed. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after 5 months, filter retrieval attempt was performed. Inferior vena cavogram demonstrated filter tilted where the hook of the filter embedded in the wall and all filter legs were penetrating the ivc wall. One leg of the filter separated from the filter. The filter was removed successfully and multiple unsuccessful attempts were performed to retrieve the detached filter limb. Approximately after four years four months, CT scan demonstrated linear high density focus along the posterior wall of the ivc which may represent the remaining filter leg. Therefore, the investigation is confirmed for filter tilt, perforation of the ivc and limb detachment. However, the investigation is inconclusive for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: warnings: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - perforation or other acute or chronic damage of the ivc wall - filter tilt - filter malposition a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Device: 4001), (expiry: 08/2013). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded, limbs penetrated the wall of the ivc, and a filter limb detached and is unable to be retrieved. The filter was removed. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, detached and the struts perforated into organs. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded, limbs penetrated the wall of the ivc, and a filter limb detached and was unable to be retrieved. The filter was removed. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, detached and the struts perforated into organs. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after 5 months, filter retrieval attempt was performed. Inferior vena cavogram demonstrated filter tilted where the hook of the filter embedded in the wall and all filter legs were penetrating the ivc wall. One leg of the filter separated from the filter. The filter was removed successfully and multiple unsuccessful attempts were performed to retrieve the detached filter limb. Approximately after four years four months, CT scan demonstrated linear high density focus along the posterior wall of the ivc which may represent the remaining filter leg. Therefore, the investigation is confirmed for filter tilt, perforation of the ivc and limb detachment. However, the investigation is inconclusive for retrieval difficulties.based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: warnings: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - perforation or other acute or chronic damage of the ivc wall - filter tilt - filter malposition a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.